Event description:
It was reported that pump experienced malfunction. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without it recurring, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which caller acknowledged and understood.